Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-linear lead upn: m365sc2317500 model: sc-2317-50 serial: (B)(4). Batch: 5032837

Event description:
It was reported that the patient was experiencing stimulation on a non targeted area which caused the patient to have difficulty in walking. Reprogramming was attempted however stimulation was still in the wrong area. It was also noted that the leads had migrated and the patient underwent a lead replacement procedure and was doing well post-operatively. Explanted leads will not be returned.